Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: image was not displayed and the video cable is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the cause was traced component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited no image and video cable was broken. There was no patient involvement.